Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that several of the power lines controlled by the aok processor were unstable and underpowered, preventing the system processor to boot up. It was determined that the likely cause of the reported issue was due to a component in the aok processor. The device was destructively tested. The customer received a replacement device.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.